Event description:
Literature: derrey s, maltete d, chastan n, et al. Deep brain stimulation of the subthalamic nucleus in parkinson's disease: usefulness of intraoperative radiological guidance the stereoplan. Stereotact funct. Neurosurg. 2008;86(6):351-358. One pt had compressive pneumoencephaly which explained a left electrode deviation. This required a replacement of this electrode 6 months later. See manufacturer report number: 2182207-2009-01097.